Event description:
It was reported that an ilet bionic pancreas user experienced loss of dexcom g7 continuous glucose monitor (cgm) data display on the pump while the dexcom app continued to show glucose values, consistent with a communication or pairing issue between the cgm and the pump. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of glucose display on the pump after guided reconnection to the sensor, with the system functioning as intended thereafter and no medical intervention or hospitalization. User support included troubleshooting and education focused on device pairing and signal integrity. Investigation of this case revealed a cgm-to-pump pairing interruption that resolved with reconnection, indicating normal device function after corrective action and no device component failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of communication between devices.